Manufacturer narrative:
Awaiting return of prod to conduct quality investigation.

Event description:
Consumer stated meter read 70. Consumer crashed and the ambulance was called out. The ambulance took cn's blood application with their meter and the blood application read 29. Cn was not taken to the hospital at this time.